Manufacturer narrative:
(B)(4). The home choice device was returned and evaluate. During evaluation, a high drain error 201 (manual drain #1) alarm was identified during the review of the event history logs. There was no non-conforming product found during evaluation that was related to this event. The cause could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
During evaluation of a returned homechoice device, a high drain error 201 (manual drain #1) alarm was identified in the log. This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The alarm occurred on (B)(6) 2014 at 12:24:53. No additional information is available.